Event description:
It was reported that while making the initial cut using a scalpel from one of baxter's introducer trays, the physician punctured or damaged the carotid artery. The open heart surgical procedure was completed. Two weeks later it was reported that the pt was readmitted to have her carotid artery repaired due to a swishing sound in the ear. No further complications were reported.